Event description:
Leak discovered at upper y site. IV fluid leaking from access pin. Nurse removed access pin and replaced with new access pin. After examination of leaking access pin, it was determined pin was absent. Pin not recovered. Peripheral IV catheter size 18 ga. Access pin is 15 ga.